Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared to unspecified readings obtained on a healthcare professional meter and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced having sore leg and blurred vision. The customer was able to self-treat with insulin (nph, regular). There was no report of death or permanent impairment associated with this event. Reportedly, the customer received sensor scan results of 53 mg/dl and 202 mg/dl compared to readings of 160 mg/dl and 342 mg/dl respectively obtained on a healthcare professional meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. It is unknown when these readings were obtained in relation to the reported adverse event.